Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, it was reported by an arthrex employee via email that an ar-8935l-36s, low profile locking screw, titanium, 3.5 x 36 mm, sterile, im, was used for a calcaneal fracture plate. The surgeon used a variable guide to fix the locking screw, but the screw wouldn't lock and spun freely. This was detected during use in a calcaneal fracture repair procedure on (B)(6) 2026. The procedure was completed successfully as he used a new screw (with a different size, no detailed information provided) and it locked with no problem. No significant surgery delay reported. All of the product/fragment was removed and nothing remains in the patient. No additional anesthesia administered to the patient. No information about an instrument used to prepare/tap the bone socket for insertion of the implant. Bone quality of the patient is unknown.